Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and detachment. These information's were received from a various sources. All six malfunctions involved patient with no patient consequences. Of the six patients, five were male and one was female, all six patients age ranged between 32-70 years and two patient weighs 146 and 212 pounds. All other patient details were not provided.

Manufacturer narrative:
Of the reported six malfunctions, lot numbers were provided for four malfunctions and the lot history review were performed. The product catalog number for one malfunction was updated as rf310j. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all six malfunctions. Therefore, for three malfunctions investigation is confirmed for the reported detachment and perforation, for one malfunction it is confirmed for the reported detachment and inconclusive for perforation, for another one malfunction it is confirmed for the reported detachment and perforation, additionally it was determined to have and also confirmed for filter migration (a010402) and for the remaining one malfunction it is inconclusive for the reported perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfqf4277, unknown); g3 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the six malfunctions, four lot numbers were provided, and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for one malfunction which no longer identified detachment (2907 detachment of device or device detachment) which has since been reassessed and removed, though the investigation remains inconclusive for perforation. The remaining investigations are inconclusive for the perforation and detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfqf4277, unknown); g4. H11: d4; h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and detachment. This information was received from various sources. The six malfunctions each involved a patient with no known impact to the patient. Of the six malfunctions, one was a 67 year-old male weighing 212 lb. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and detachment. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, four were male and one was female, all five patients age ranged between 32-67 years and two patient weighs 146 and 212 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: of the 6 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90154. H10: of the reported five malfunctions, lot numbers were provided for four malfunctions and the lot history review were performed. The product catalog number for one malfunction was updated as rf310j. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all five malfunctions of which two included images. Therefore, for two malfunctions investigation is confirmed for the reported detachment and perforation, for one malfunction it is confirmed for the reported detachment and inconclusive for perforation, for another one malfunction it is confirmed for the reported detachment and perforation, additionally it was determined to have and also confirmed for filter migration (a010402) and for the remaining one malfunction it is inconclusive for the reported perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfqf4277, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for four out of six malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however,medical records were provided and reviewed for two out of six malfunctions. Images were provided and reviewed for on malfunction. Medical records were not provided for the four reported malfunctions, therefore the investigation is inconclusive for limb detachment and perforation of the ivc wall as no objective evidence was provided. Out of six malfunctions, the investigation for the alleged perforation is conclusive for one malfunction. The remaining malfunction is identified for the alleged limb detachment and perforation of the ivc wall based on medical record evaluation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and detachment. This information was received from various sources. All the six malfunctions were involved patients with no known impact to the patient. Of the six malfunctions, two male patient's age were ranged from 67 to 70 years old;however one male patient weight was reported as 212 pounds.the remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
Of the six malfunctions, four lot numbers were provided, and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for one malfunction; the company is still investigating the issue at this time. The remaining investigations are inconclusive for the perforation and detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfqf4277, unknown).

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and detachment. This information was received from various sources. The six malfunctions each involved a patient with no known impact to the patient. Of the six malfunctions, one was a (B)(6) year-old male weighing (B)(6) lb. The remaining patients¿ age, weight, and gender were not provided.